Manufacturer narrative:
Based on the additional information received by the nurse, they used the contour next test strips with the contour meter and therefore, received an appropriate error message when attempting to perform testing. A device history record was reviewed for the suspected contour meter and no manufacturing anomalies were found.

Manufacturer narrative:
The customer provided the serial # of the suspected contour meter involved during the event. Section d4 (serial #) and h4 (device manufacture date) have been updated.

Manufacturer narrative:
No information was captured, as the patient's initials, age, gender, and weight were not provided. The nurse did not provide product details, therefore, no information was captured for model # and serial #, and the device manufacture date could not be determined.

Event description:
A nurse from (B)(6) called to report that a school colleague was experiencing hypoglycemic symptoms, which they described as being close to being unconscious. The nurse attempted to perform a blood glucose test with the contour meter and received an e4 error message, indicative of "test strip not inserted correctly". The nurse gave juice and honey to the patient. The nurse sought assistance from additional medical services but no further details were provided. The nurse was advised to return the device for evaluation.